Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty cable. The following information is stated in the instructions for use (IFU): ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The evaluation also found physical stress to the cable and damage to the rubber part. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the 4k autoclavable camera head, nothing was displayed, even when connected to the main unit; only color bars would display even if connected. The issue occurred during preparation for use, there was no delay, and the patient was under general anesthesia at the time. The therapeutic procedure was completed with a similar device. There was no patient harm associated with the event.